Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error due to display anomaly. The insulin pump was received with cracked case on the back at the battery tube area. The insulin pump was received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. The customer¿s blood glucose was 3.8 mmoi/l at the time of the incident. Troubleshoot was performed. Customer was advised to do all the steps to resolve the issue than call back if the issue reoccurred. The customer called back and the issue was not resolved after doing all the steps. Product is returning